Manufacturer narrative:
Insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify multiple pump error and no communication issue due to critical pump error (open book image) alarm. Insulin pump received pump error because the force sensor cable is incompletely plugged in. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose level and insulin pump had multiple pump error. The customer¿s blood glucose was 3.3 mmol/l at the time of incident and the current blood glucose of the customer was 11.3 mmol/l. The customer was treated with glucose tablet. Customer was able to clear the alarm. Customer did not receive request to rewind the insulin pump. Customer reported that they performed self test and test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.